Event description:
It was reported the patient has not used or charged his ipg since (B)(6) 2012 due to taking nerve medication and not requiring the use of his scs system. The patient now desires to resume using his scs system, however, he is now unable to communicate with or charge his ipg. The sjm rep met with the pt and confirmed the issue. The patient desires to undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.